Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days after the implant procedure, the implantable cardiac monitor (icm) detected a false tachycardia episode. It was also reported that the icm experienced noise from electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.